Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional device implanted and involved in this event:(B)(4).

Event description:
On (B)(6) 2010, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On an unknown date, follow-up images identified a bilateral type ii endoleaks, a suspected type iii endoleak and an aortic aneurysm measuring ~12 cm. Reportedly, the bilateral type ii endoleaks were noted to be originating from bilateral distal lumbar arteries which were identified as contributing to the aneurysm enlargement. On (B)(6) 2015, an intervention was performed to treat the type ii and suspected type iii endoleaks. It was reported the bilateral distal lumbar arteries were first coil embolized and three additional gore® excluder® aaa endoprostheses were implanted to reline both of the previously implanted devices. Final angiography showed exclusion of the aneurysm and no evidence of endoleak, and the patient tolerated the procedure.